Manufacturer narrative:
G5: PMA/510 (k) number updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID: 3889-28, lot# va1pq79, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via a manufacturer¿s representative (rep): the timeframe of the ins flipping or symptoms first observed was not known. Patient is now rescheduling device removal and was not sure when as she is recovering from a knee surgery. The doctor will notify the rep when and if removal is rescheduled. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient had fallen 4 times and lost 20-30 pounds. It was reported that the ins was moving, ¿flipping,¿ in the patient¿s pocket causing them discomfort and pain. It was also reported that their therapy was not working, and they were upset, so they were tentatively scheduled for device removal on monday 10/14. It was also noted that the patient had reported knee trouble to their hcp and were also possibly having surgery for that on monday. No further patient complications are anticipated or expected as a result of this event.